Event description:
The customer was hospitalized for the second time for high blood glucose and there was no report from the doctor. The customer stated that the delivery mostly is not correct by less than 30u.